Manufacturer narrative:
The insulin pump was received with a blank display due to battery connector not being plugged in properly to the interface board. The device was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. The insulin pump had cracked lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 106 mg/dl. Customer advised they received a failed battery test during a bolus a while back. Customer advised they once again received a failed battery test alarm and the insulin pump is completely blank. Troubleshooting for the blank display was performed. Customer's display did not come back after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.